Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, the machined head and pin were damaged, the needle bearing and screws were worn, the control bar was out of position, and the device was out of calibration. The motor, plug harness, power switch, machined head, pin, bearings, and screws were replaced, the control bar was adjusted, and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in italy.

Event description:
It was reported that outside of surgery, the device did not turn on. There was no patient harm/injury or surgical delay as there was no patient involvement. During device evaluation, it was discovered that the motor speeds were unstable. Due diligence is complete and there is no additional information available.